Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - primary UDI number d8 - was device serviced by third party? The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a b30 error message. The issue was found at service / maintenance. No patient harm was reported.